Event description:
Boston scientific received information that this right atrial (ra) lead exhibited intermittent sensing and loss of capture following a non-device related heart surgery. It was noted that the lead dislodged during the procedure. Subsequently, the patient underwent a revision procedure where this lead was surgically abandoned and was successfully replaced. No other adverse patient effects were reported. The lead was out of service and will not be returned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.